Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up could not be attempted due to lack of information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant medical products: 419688 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2004. (B)(4). Evaluation summary: actual longevity is <(><<)> 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.